Manufacturer narrative:
Incidental findings: damage ¿ secondary pcb. Manufacturer's investigation conclusion: the reported event of a system monitor issue resulting in manual pump stops was unable to be confirmed. A review of the log files contained data spanning approximately 16 days (16mar2023 ¿ 31mar2023 per timestamp). The log file captured intentional pump stops on 31mar23 at 5:06:59 and 5:07:42. Low flow and lvad off alarms were active and the pump speed dropped to 0 rpm at 5:07:00 and 5:07:43. The pump speed was restored above the lsl within a second of each stop. No other notable alarms were active in the log file. The heartmate system monitor (s/n: (B)(6)) and heartmate system monitor to power module (sm-pm cable) (s/n: (B)(6)) were returned to the service depot for evaluation. The system monitor and cable were connected to a mock loop and run for several days. The reported event was not reproduced, and the unit functioned as intended. The unit was returned to the customer site. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. C, section 4, entitled ¿system monitor¿, explains the operation of the system monitor, including the information displayed on the various system monitor screens. The heartmate 3 IFU, rev. C, section 4, entitled ¿system monitor¿, instructs the user on how to use the pump stop button including, ¿the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ heartmate 3 patient handbook , rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d3 manufacturer information: corrected section d4 lot number: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a system monitor issue resulting in manual pump stops was unable to be confirmed. A review of the log files contained data spanning approximately 16 days ((B)(6) 2023 per timestamp). The log file captured intentional pump stops on (B)(6) 2023 at 5:06:59 and 5:07:42. Low flow and lvad off alarms were active and the pump speed dropped to 0 rpm at 5:07:00 and 5:07:43. The pump speed was restored above the lsl within a second of each stop. No other notable alarms were active in the log file. The heartmate system monitor (s/n: (B)(6)) and heartmate system monitor to power module (sm-pm cable) (s/n: (B)(6)) were returned to the service depot for evaluation. The system monitor and cable were connected to a mock loop and run for several days. The reported event was not reproduced, and the unit functioned as intended. The unit was returned to the customer site. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled ¿system monitor¿, explains the operation of the system monitor, including the information displayed on the various system monitor screens. The heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to use the pump stop button including, ¿the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a system monitor screen issue resulting in manual pump stops was unable to be confirmed. A review of the log files contained data spanning approximately 16 days ((B)(6) 2023 per timestamp). The log file captured intentional pump stops on (B)(6) 2023 at 5:06:59 and 5:07:42. Low flow and lvad off alarms were active with each event and the pump speed dropped to 0 rpm at 5:07:00 and 5:07:43. The pump speed was restored above the lsl within a second of each stop. No other notable alarms were active in the log file. The heartmate system monitor (s/n: (B)(6) ) was not returned for analysis. Per the provided information, the cause of the intentional pump stops was thought to be a faulty monitor screen. The system monitor was removed from the patient and was planned on being returned. Multiple attempts were made to obtain additional information from the customer regarding if the system monitor was returning; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. C, section 4, entitled ¿system monitor¿, explains the operation of the system monitor, including the information displayed on the various system monitor screens. The heartmate 3 IFU, rev. C, section 4, entitled ¿system monitor¿, instructs the user on how to use the pump stop button including, ¿the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, while the patient was in the hospital, 2 low flow and 2 pump off alarms were found on the interrogation of the heartmate 3 system controller. A review of the log files revealed low flow events on (B)(6) 2023. These occur at times when pulsatility index (pi) was elevated. The low flow alarms resolved with blood pressure management. In addition, the log captured 2 manual pump stops (using the monitor) at 0506 and 0507 on (B)(6) 2023. The cause of the manual pump stops was reported to be a faulty system monitor. The monitor was removed from use.